Event description:
The healthcare professional reported that during a stent-assisted aneurysm coil embolization procedure, the stent (unspecified brand) was impeded in the prowler select lpes (606s155x / 31028218) and could not pass through the microcatheter. The physician retracted the stent, changed the guidewire, and delivered the stent in the microcatheter again and encountered the same issue. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter and used it to deliver the original stent to complete the procedure. There was no report of any negative patient impact. On 07-jun-2024, additional information was received. Per the additional information, the stent was an enterprise 2 stent (catalog / lot# not provided). The target vessel was the posterior internal carotid communicating segment; type ii arch with tortuous vessels. The information indicated that ¿the stent was impeded and could not be sent out, and it was found that the microcatheter may be damaged and could not pass through. Therefore, the microcatheter was replaced.¿ there was nothing noted to be obstructing the microcatheter; a continuous flush had been maintained through the microcatheter. Based on the additional information received on 07-jun-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.